Event description:
A 10 cm catheter tubing was broken off the entry point of the left subclavian port-a-cath & embolized into the right ll pulmonary artery branch. Catheter tubing broke off at site between medical head of the clavicle and the first rib. Retrieved without adverse effect to pt.